Event description:
Reported event: the cuff could not be deflated completely during inspection prior to use.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 5-10314 et tube, hvt,7.0 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample appears typical. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A laboratory inventory syringe was filled with air and attached to the valve of the pilot balloon. Upon injection of air, both the pilot balloon and cuff immediately inflated. The syringe was then removed , and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. This was repeated multiple times with the same result. No functional issues were found with the returned sample. The device history review for the et tube, hvt,7.0 lot# 73c2100984 investigation did not show issues related to the complaint. The IFU for this product, l02357 rev 01, was reviewed as a part of this complaint investigation. The IFU states, "the cuff inflation system should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used." "Care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." The IFU also states, "deflate all cuffs prior to repositioning the tube. Movement of the tube with cuffs inflated could result in patient injury or in damage to the cuffs, requiring a tube change. Verify the position of the tube after each repositioning." A corrective action is not required at this time as the complaint could not be confirmed. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for inflation and deflation during manufacturing. All et tubes are inflated for four hours and then deflated to confirm proper assembly. No functional issues were found with the returned device. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. The device history review for et tube, hvt, 7.0 lot# 73c2100984 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: the cuff could not be deflated completely during inspection prior to use.